Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system would not cut during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that system was not cutting. The procedure was able to be completed and there was no patient impact. The company service representative examined the system, but was not able to replicate the customer¿s reported event. The system was then tested and met all product specifications. The system was manufactured on may 29, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).